Event description:
The customer contacted carefusion technical support to request a repair for one of their user interface modules. According to the customer, the screen was frozen, but all the led's were lit. The reported event occurred prior to pt use.

Manufacturer narrative:
The alleged faulty interface module was received by carefusion service dept on 02/18/2015. The service dept was able to confirm the reported event. When the user interface module was powered on, it screen remained blank, however the led's were lit. They attempted to load software, but it would not initiate the software loading process. The user interface module was disassembled and visually inspected. No loose connections were found. The control printed circuit board assembly was isolated as the root cause of the reported event. The control printed circuit board assembly was replaced, and software was downloaded. Operational tests were ran to confirm that the device was operating according factory specs, before it was returned to the customer.

Manufacturer narrative:
The faulty control printed circuit board assembly was routed to the failure analysis lab for further investigation. No visual anomalies were found however, it was found that the control printed circuit board was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4 6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.